Manufacturer narrative:
MFR site: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified chemotherapy solution leaked while using two (2) paclitaxel sets. It was further reported that the leak was coming from IV tubing "either from the bottom or top of the in-line filter". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.